Event description:
It was reported the patient experienced a change in his stimulation. Reprogramming was unable to resolve the issue. X-rays confirmed the lead had migrated. The patient underwent revision surgery where it was noted the swift lock anchor had come unsecured from the fascia, but was still securely fastened to the lead. The physician replaced the lead with a new one and reused the same swift lock anchor. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.